Event description:
Reportedly, the middle portion of the staple line placed across the pulmonary artery was leaking. Therefore, the pt had a re-operation secondary to bleeding, where the surgeon oversewed the anastomosis with 6/0 surgipro to maintain hemostatsis. The pt was then transferred to the ICU.